Event description:
Complainant alleged that the clinicians were attempting to treat a pt (age and gender unknown) using the device, but the device failed to power up. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.